Event description:
The donor contacted the plasma center today and reported a generalized allergic reaction that occurred around (b(6) 2026, for which she consulted her general practitioner. There, she was prescribed medication for oral use, most likely an antihistamine. She does not recall the name of the medication. The rash resolved after 2-3 days. A local induration at the puncture site is suspected as the trigger. Her last uneventful donation took place on (B)(6) 2026, and three days later the donor noticed the local reaction.